Manufacturer narrative:
Clinical investigation: while there is a temporal relationship between ccpd therapy with the liberty select cycler and the patient¿s abdominal pain which resulted in hospitalization; there is no documentation that supports a causal relationship. The patient¿s abdominal pain was most likely related to gastroparesis, as recorded in the patient¿s discharge summary. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient went to the hospital for the abdominal pain and was admitted. Details surrounding the patient¿s hospitalization course, including treatment and dialysis therapy, are unknown. However, per documentation in the patient¿s discharge summary the patient was ruled out for peritonitis. It was recorded that the pt. Has a history of abnormal gastric emptying and the abdominal pain was likely related to gastroparesis. The patient¿s abdominal pain improved during hospitalization and the patient was subsequently discharged.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found no complaint issues with the same symptom code within 90 days of the notified date of the alleged event. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
...